Event description:
Hospitalized for back surgery [spinal operation], pain in knee [arthralgia]. Case (B)(4) is a serious spontaneous case received from a non health professional via a regulatory authority in united states. This report concerns a patient (no patient identifiers reported), who was hospitalized for back surgery and experienced pain in knee during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection unknown concentration and dose, for unknown indication from an unknown start date and unknown if ongoing. The patient has experienced pain in knee and was also hospitalized for back surgery. The lot number n15876a and expiration date 14-aug-2019 were reported. No additional information was provided. Action taken with euflexxa was unknown. At the time of this report, the outcome of back surgery and pain in knee were unknown. Concomitant medication and medical history were not reported. The event back surgery was reported as serious. The event pain in knee was reported as non-serious. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related: pain in knee; not related: back surgery. Other case numbers: internal # - others = mw5084780. This ae occurred in the united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + (B)(4) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.